Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon, ¿spare lamp indicator on the front panel is blinking¿, was confirmed, and it occurred due to a faulty spare lamp (dq143300). According to the service manual, e207 indicates clv spare lamp failure, and it is a message that is displayed when the spare lamp of a light source device goes out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a spare lamp error was noted with the visera elite xenon light source. The event occurred during preparation for use, prior to a therapeutic hysteroscopic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, an e207 error was noted due to a defective emergency lamp. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.